Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support but encountered placement signal issue, low flow and/or pump stop during three attempts with three impella cp devices. The patient was admitted and found to have received three shocks from the automated implantable cardioverter device for ventricular tachycardia (vt) and atrial flutter. The patient was taken to the clectrophysiology lab for vt/atrial flutter ablation and during this procedure, the patient coded receiving one shock with return of spontaneous circulation achieved. The decision was made to place an impella cp device. The impella cp (pump 1 serial number (B)(6)) was inserted and initial flows of 2.6 liters were noted with no placement signal available. They elected to replace the impella cp device (pump 1) in order to have a placement signal. A new impella cp device (pump 2 serial number (B)(6)) was primed on a different automated impella controller and was placed with no issues on insertion. Pump 2 initial flows of 3.6 liters were noted and were being secured when placement signal suddenly disappeared, and flows started to decrease. The placement signal not reliable alarm was triggered and then flows stopped. Therefore, the physician decided yet again to replace the impella cp device (pump 2). Another impella cp device (pump 3 serial number (B)(6)) was primed on a different automated impella controller and on startup there was immediate suction noted that the left ventricular placement signal was abnormal and was unable to obtain adequate flows. All troubleshooting was performed and the team was advised of possible corevalve transcatheter aortic valve replacement interaction. The decision was made to remove the impella cp (pump 3) for a final time, and the physician elected to then place an intra-aortic balloon pump. Additional information noted the following confirmations: adequate anticoagulation status was verified, transesophageal echocardiogram was performed, with no left ventricle thrombus, all sheaths were excessively flushed, and there was no clot noted upon removal of all pumps. All three devices are expected to be returned for analysis. The was no harm and the patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of three device manufacturing reports associated with this event. The other two reports are for: medical device report for impella cp pump 1 serial number (B)(6) with date of event 29-jan-2025 and patient identifier ending in (B)(6). Medical device report for impella cp pump 3 serial number (B)(6) with date of event 29-jan-2025 and patient identifier ending in (B)(6).

Manufacturer narrative:
The investigation of low pump flow, pump stop, and optical signal issue has been completed. The clinical details mention core valve interaction as a contributing factor for failures reported. The pump stop failure mode was removed because there was no pump stop and instance when pump was turned down was likely a use inputted troubleshoot. Low pump flow: no product was returned for analysis. There was a motor current spike with speed deviation three minutes after pump was started. The logs show several more successive motor current spikes before the pump was turned down to p0. After the pump was restarted to p9 there was low pump flow. The root cause of the low pump flow was most likely due to biomaterial optical signal issue: the data logs show several placement signal spikes after the pump was started. The analysis of the 5s parameters from the data logs revealed an identified pattern of a fiber break possibly due to excessive pull force. At the instant placement signal went out of range, there was a drop in signal not reliable (snr) to 0 and a drop in contrast. Lamp increased to 100 and gain increased. The clinical details mention pump was being secured when this occurred. The root cause of the optical signal issue was most likely due to a fiber break when securing the device